Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pcu had displayed a system error. There was no patient involvement.

Event description:
It was reported that the pcu had displayed a system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the pcu presenting a system error was confirmed through laboratory testing. The malfunction was determined to be caused by a faulty wireless network card. A review of the pcu error log identified a communication error code 600.6820.5 during the day of the reported event and an additional 30 communication board error codes dating back to jun2024. Laboratory testing observed the pcu displaying error 600.6825 when powered on. A known good network configuration was transferred but showed as ¿invalid¿. A known good laboratory wireless network card with the same network configuration from manufacturing was installed into the pcu. The device connected to the network with stable connection and no errors displayed. Internal and external inspection found no irregularities related to the alleged complaint. The bd alaris user manual v12.3.2 has information for the user regarding communication errors; a communication error message means the bd alaris system has lost wireless connection. Operation will continue on all channels, but wireless functionality won¿t be possible. All subsequent infusions must be programmed manually. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to service suspect s/n: (B)(6) (w/o: (B)(4)). Device was opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.